Event description:
Dealer called rick in technical support and stated, the chair would not turn. Dealer is going to get another joystick to see if it solves the problem. No contact info for the dealer available. No further information provided.